Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported "the patient was admitted to hospital on (B)(6) after half a month of chemotherapy after rectal tumor surgery. The PICC catheter was placed in the right upper limb on that day, and the process was smooth. Today, the PICC catheter tip was blocked during tube flushing, and the tip of the PICC catheter was replaced."